Manufacturer narrative:
Pump received with blank display and isolated to pcba 2. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Pump failed to download history files and traces using thump due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.